Event description:
It was reported that this patient heard tones being emitted from his subcutaneous implantable cardioverter defibrillator. Interrogation revealed a red alert had been generated for a high out of range shocking impedance measurement. A revision procedure was performed and the electrode was found to be disconnected from the device. Efforts to tighten the setscrew were unsuccessful and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The reported clinical observation of high, out of range shocking impedance due to a connection issue was confirmed. There were no discernable setscrew marks noted on the terminal pin or ring. An improper or loose connection between the device and electrode can cause electrical issues including shock impedance high out of range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient heard tones being emitted from his subcutaneous implantable cardioverter defibrillator. Interrogation revealed a red alert had been generated for a high out of range shocking impedance measurement. A revision procedure was performed and the electrode was found to be disconnected from the device. Efforts to tighten the setscrew were unsuccessful and the system was explanted and replaced. No additional adverse patient effects were reported.